Event description:
The facility's clinical safety coordinator reported to baxter (B)(4) an incident involving an interlink continu-flo set. The secondary med line had medication backfilling into the maintenance line even when IV bags were hung at the appropriate levels. The med line is also a baxter manufactured set with product code jc7451. The line was primed with saline. It is unknown when this occurred. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4) device evaluation: a sample was available for evaluation. A visual inspection revealed no abnormalities. A simulated use test revealed a back flow. The reported condition was confirmed. The root cause was not identified. Additional information: a batch review could not be completed as the lot number was not provided by the customer.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.